Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to report that for the past two days, their device had been "kind of shuddering/vibrating" in their side. The patient then reported they took a flight to another country on (B)(6) 2022, and did not know if it was the seat they had been sitting on, but they could feel electric currents coming through the seat. The patient had flown before and had never experienced this prior to the 25th, and so the patient thought it was that plane, but then they experienced the electric currents/waves through the seat on the flight back on2022-mar-31. The patient was wondering about electromagnetic interference (emi) with the implant. This information was reviewed with the patient. The patient then further clarified their "shuddering/vibrating" comment. They stated that in the last two days, they were experiencing a type of "fluttering" at their ins site. They reported they were experiencing it intermittently, and that when it was occurring, they could feel the ins vibrating through their skin when they touched it. The patient confirmed they had had no recent traumas or falls. They stated they were hoping the manufacturer could diagnose the issue going on with the implant at the time of the call, and the manufacturer help line reviewed this information with the patient and advised that it would not be expected for the patient to have experienced these sensations. The patient was redirected to their managing health care provider (hcp) to diagnose the issue. The patient was also given the national answering service (nas) number to give to their hcp so the hcp could page a representative to their appointment. The patient was going to reach out to their hcp to check the implant.